Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed. Visual inspection revealed that one side of the peel-away sheath tabs tore adjacent to the extrusion, causing the tab to separate from the rest of the assembly. The sheath extrusion appeared stretched at the site of separation. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one scoreline. The sheath was severed to observe the cross-section. The overall length of the sheath measured 2 13/16", which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. Functional inspection could not be accurately performed due to the condition of the returned sample. Manufacturing was consulted as a part of this complaint investigation. They confirmed the defect is likely related to a loose core pin that damaged cavity #1 during the manufacturing process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of peel-away tabs breaking off in use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the peel-away sheath tabs tore adjacent to the extrusion, causing the tab to separate from the rest of the assembly. Microscopic examination revealed that the sheath was torn completely down one scoreline. Manufacturing was consulted as a part of this complaint investigation, and they confirmed the defect is a manufacturing process issue. Therefore, based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "tab broke from sheath while attempting to peel sheath. The inserter was able to pry the sheath apart with a fingernail". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "tab broke from sheath while attempting to peel sheath. The inserter was able to pry the sheath apart with a fingernail". The patient had no harm or injury.